Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated as it was reported to have occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the pendant has been getting stuck in a system booting screen. The pendant would remain on the system booting screen for an hour without a resolution. The system was rebooted and umbilical cable was reseated which resolved the issue. There was no patient involvement.